Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain on the homechoice. The patient was connected at the time of the event. During troubleshooting, it was discovered that the clamp on the patient line was closed during the prime phase. The technical service representative assisted the patient to end therapy and informed the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient line clamp closed is a known cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.